Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-may-31. It was reported that the pump reported several instances of "motor stalling." It was noted that this indicated that the pump within the implanted device had stopped intermittently for varying amounts of time. It was specified that the event was life threatening, and resulted in hospitalization, disability/permanent damage, and required intervention. It was noted that the cause of the stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-(B)(6), additional information was received from the patient's father. Additional information received reported that the patient's pump was due to be replaced on 2018-(B)(4) because "it craped out". The reporter clarified by stating that the patient's device had motor stalls happening intermittently. On saturday, the patient's pump stalled and did not recover. The reporter was given a printout that read the patient's pump had been stalling for "sometime" and over the weekend, the pump "finally went out". The reporter stated that the patient's healthcare professional (hcp) attempted to do "bolus feeds" to bolus the patient, and although the patient's pump confirmed bolus went through, the hcp said the bolus did not go through because "she got no relief at all". This occurred on 2018-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the cause of the motor stall was not identified. The patient's weight was reported. It was noted that the pump was in the possession of another hcp. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the pump would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml at 1484 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the pump status and/or event log report showed that motor stalls had occurred. On (B)(6) 2018, a motor stall and recovery occurred. On (B)(6) 2018, a motor stall and recovery occurred. On (B)(6) 2018, a motor stall occurred, and was active at the time of the report. Reported symptoms included withdrawal. The change in therapy/symptoms was noted to be sudden. The pump was going to be replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.